Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy. It was noted that patient has a history of afib with rapid ventricular response. Shock therapy broke the afib. Patient scheduled to get an av node ablation.